Event description:
Boston scientific received information that this device declared elective replacement indicator (eri) due to an extended charge time measurement. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that this device was explanted and replaced. No adverse patient effects were reported during the procedure. The device was returned to allow for reliability analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.